Event description:
Healthcare professional reported a rupture diagnosed by ultrasound and MRI. This record relates to right side. The device has been explanted.

Manufacturer narrative:
Health effect impact code: f2203- imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture diagnosed by ultrasound and MRI. This record relates to right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: rupture: observed, one opening on the anterior side assessed as unidentified (tear) opening. (Shell thickness was within specification) additional observations : crease fold observed on the device. No further actions are required as the device was implanted.